Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# (B)(4), awareness date 20-oct-2015). It refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. Additional information received on 11-nov-2015. The consumer reported her in office procedure was painful and a few weeks later she knew something was not right, as she felt incredibly fatigued, and slept 36 hours straight; she could not get out of bed. She stated it was not the flu or lack of sleep, she was just incredibly fatigued. Following that episode she continued to struggle with chronic fatigue, she reported being an avid cardio exerciser for 20 years plus ballroom dancing. After essure, her weight for the first time in 20 years went up 20 lbs, she was devastated and had this lower belly. She went from (B)(6) and even though chronic fatigue was a struggle for her, she still managed to get in morning workouts and the rest of the day was difficult; she would to keep herself moving all day long, because if she sat down for just a few minutes she would pass out and fall asleep daily. Her fiancé&#608;witnessed her passing out way too many times to count. In (B)(6)-2015, she ended up in the ER due to severe blood clots out of her when she wasn't even on her period and she had fever; the doctor dismissed her and sent her home. With weight gain, chronic fatigue, nice skin complexion gone, nausea, abdominal itching and blood clots with a fever, she look up complaints on essure and sure enough found the support group and could not believe how many women had her same symptoms. However she stated having a pre-existing condition called vhl (regarded as von hippel-lindau disease), diagnosed in 2001, she has 5 brain tumors, spine tumors, kidney tumors and pancreatic tumors all stable. When she went to her doctors to discuss essure removal, they all insisted to leave it in. Nih told her because she has brain tumors, they (brain tumors) could explode during surgery due to anesthesia and it was best just to leave the devices in. On (B)(6)-2015, she had the tubes and coils removed; she put her life in danger having tumors all over the place just to remove essure. She stated she should have never been put in that position if the doctor who inserted essure told her upfront that if this device does not work she would need major surgery to get it out; she would have chosen essure. At time of the report she was three months post-surgery and her chronic fatigue was gone, her skin complexion was back to normal and her weight was finally coming off, her periods were regular and no more blood clots. She stated her relationship with her fiancé&#608;was at risk several times due to the emotional mood swings. From her surgery report she did find out that the coils had perforated through her fallopian tubes. She stated she now feel fabulous and her ballroom instructor told her she had more concentration after essure was removed. Product technical complaint (ptc) investigation result received on 11-nov-2015: (B)(4) final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical event is known possible undesirable event and not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had severe blood clots out of her (when she wasn't on her period) approximately 3 years after essure (fallopian tube occlusion insert) insertion. She had her fallopian tubes and essure coils surgically removed. During this procedure, it was found the coils had perforated through her fallopian tubes. The reported events are listed according to essure's reference safety information. Fallopian tube perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience bleeding after the procedure. In this particular case, the reported fallopian tube perforation was diagnosed 3 years after essure insertion. Although its exact mechanism is not known; given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued (case from health authority website monitoring).